Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/03/2015. The fse confirmed the leak from a defective o-ring (gasket) on the white blood cell (wbc) aperture, allowing diluent to slowly leak from wbc bath when the instrument was at rest until fluid level in the bath was at or below the upper side of the o-ring. The fse replaced the o-ring, resolving the leak. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 30ml from near the differential mixing chamber on a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.